Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right-atrial (ra) lead had dislodged and exhibited far r-wave oversensing. The dislodgement of the ra lead was confirmed with xray. Additionally, the left ventricular (lv) lead was noted to have loss of capture. No intervention was performed. The patient was in stable condition.